Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure and/or product identification, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-00887 / 00890).

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, review of invoice history shows the patient was revised (B)(6) 2003, (B)(6) 2010, and (B)(6) 2011, all for unknown reasons. It was further reported that patient underwent another revision procedure on (B)(6) 2013 due to disassociation of the acetabular liner from the cup. The modular head, acetabular liner and locking ring components were removed and replaced.